Manufacturer narrative:
The returned product evaluation confirmed the reported failure. The core wire was broken near the distal end of the wire and about 1.5cm was missing. The distal solder was not on the core wire or the outer coil. The polymer jacket was separated and a 1cm piece was found inside the turnpike catheter that was returned with the wire. A manufacturing record review was completed and zero nonconformance's were found, supporting the fact the device met material, assembly and performance specifications. No additional information was received about the case and whether resistance was encountered. Device images were sent to supplier for evaluation. Supplier concludes: from the data on production inspection results, and other production history records, no abnormality / problem was identified. Product passed the inspection criteria.

Event description:
A coronary guidewire unraveled in the patient's right coronary artery during an intervention. The physician was able to remove the guidewire without any guidewire remaining in the artery. Additional information received (B)(6) 2018: no harm reported, patient discharged (B)(6) 2018.